Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) both directly and via a manufacturer representative regarding a patient receiving sufentanil (1500 mcg/ml) at 650.6 mcg/day via an implantable pump for non-malignant pain. On an unknown date, the patient experienced low back pain. The patient was scheduled for a MRI of the lumbar spine. The patient experienced a gradual increase of pain and felt that the pump wasn't functioning the way it used to. There are no known factors that may have led to this issue. A dye study was conducted on (B)(6) 2016, which revealed normal pump function (the rotors were moving normally) and that there was no evidence of the catheter in the intrathecal space. The patient would be scheduled for a catheter revision or replacement. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.